Event description:
It was reported that the pump had alarmed with the message "adjust current position." The caller had been instructed to open and close the battery door with a 10-second pause in between and to trace the tubing from the patient to the pump. No kinks or closed clamps had been found. After the pump had been powered back on, it had started alarming for a downstream occlusion. Light fingertip pressure had been applied to the port needle for 15 seconds, but the alarm had persisted. The patient had denied any tugging on the tubing as well as any pain or swelling at the port site. As the cassette had been locked in place, no further troubleshooting could have been attempted. The infusion had been started about five hours earlier, and the patient had reported that it had alarmed off and on periodically since then. The patient had also stated that they had tried replacing the batteries earlier in the day. The medication, 5-fu, had been set to run over 46 hours. The reservoir volume had been recorded as 99.4 ml, but the patient had been unable to locate the rate or vtbi information on the medication label. The caller had been instructed to power off the pump by opening and closing the battery door, to clamp the patient¿s tubing, and to contact the patient¿s facility for further instructions. Both the caller and the patient had verbalized understanding. No further needs had been identified at that time, and the patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.